Manufacturer narrative:
Device received with intermittent button response due to flattened esc and act button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed displacement test and self test. Device received with minor scratched lcd window and missing end cap sticker. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had buttons to be pushed more than once on occasion mark on screen. The customer¿s blood glucose level was unknown. Customer stated that sticker had come off bottom. The insulin pump will not be returned for analysis.